Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('essure found intramyometrial') and pregnancy with contraceptive device ('pregnancy of (B)(6) of amenorrhea') in a female patient who had essure (batch no. B21673-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure did not work" on (B)(6) 2015. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On (B)(6) 2015, the patient experienced complication of device removal ("failure of the removal of essure on the right side"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy via celioscopy was performed and elective abortion under general anesthesia). At the time of the report, the embedded device, pregnancy with contraceptive device, adenomyosis and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, complication of device removal, embedded device and pregnancy with contraceptive device to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 418 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3.769 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: health authority detected that this case record was a duplicate to record (B)(4) to which all information will be transferred, then this duplicate record (B)(4) will be deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.